Manufacturer narrative:
Upon receipt, the device was interrogated and no interruptions in telemetry was observed. After replacing the device battery, device telemetry was tested at varying levels of battery depletion, and the device maintained telemetry at end of life battery levels. Further testing determined the device battery had reached elective replacement levels due to normal depletion. Longevity assessment found the implant duration exceeded the majority of the total projected longevity based on field settings. The reported event of no telemetry was not confirmed.

Event description:
During a clinic follow up, it was noted that the device could not be interrogated. The device was explanted and replaced to resolve the event and the patient was stable with no adverse consequences reported.